Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. The safety feature was broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left coelio colectomy procedure, when the device was inserted into the anus to perform a colorectal anastomosis, the surgeon found that the device was not usual and when unlocking the safety, the element resisted and broke. The anastomosis being defective, it was necessitated to cut a piece of the colon and repeat the anastomosis. The surgeon used a new device, as well as 3 manual stapler reloads.